Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 421 mg/dl, current blood glucose is 324 mg/dl. It also stated that drive support cap was normal. The customer treated high blood glucose with manual injection. Based on customer report customer does not allege pump was under delivering. The customer was neither hospitalized nor admitted for high blood glucose. The customer was also reported that the large air bubbles were present in the reservoir. The insulin pump and reservoir will not be returned for analysis.